Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50's (mg/dl). Reportedly, the observed having 0 units of insulin on board (iob- active insulin in the body), and accidentally thought that was referring to basal delivery, and delivered a bolus, which caused the customer's bg level to decrease. To treat the low bg level, the customer consumed juice. Tandem technical support educated the customer on meaning of iob.